Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the braided cable frayed and was sharp enough that it went through both gloves and into skin of the operator. It was noted that the patient's blood was already on the cable, so the operator is getting blood testing. The cable is unable to be returned as it was used in the patient and could still be tensioned into place in a sterile manner before handing it off. Attempts have been made and no further information has been provided.